Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant of a right atrial (ra) lead, the helix would not deploy. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.